Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low, out-of-range (oor) pacing impedances, along with noise and oversening. The noise and oversensing caused fast ventricular pacing as the noise was being tracked. Ra sensitivity was reprogrammed in an attempt to mitigate the oversensing. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.